Event description:
It was reported that device was over infusing. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was returned for repair in used condition. This device has not been serviced within the review period. Visual evaluation found a bubbled/peeling downstream occlusion (dso) seal. Accuracy testing found that the device was over-infusion by an average of 4.3% which is higher than the specification. The cause of the reported problem is an out of spec expulsor. The expulsor was trimmed to correct the problem. The dso seal was also replaced. The device passed all functional tests after the repair.